Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was tested and failed longevity calculations. Visual inspection of the device noted an arc mark. The device memory showed a shock into a shorted lead followed by seventeen charge time outs. X-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during shock delivery. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the high voltage charge attempts caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. This damage was caused by an integrity issue with this right ventricular (rv) lead.

Event description:
Boston scientific received information that this device (model f102; serial number (B)(4) went into safety mode during a follow up and extended charge times were noted after the device triggered end of life (eol). The device was explanted and returned for laboratory analysis. The associated right ventricular (rv) lead remained implanted with the new device.